Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "there is clear radiolucence with cysts around the tibial implant. Loosening is likely, but there are no clear signs of migration. The pe is not separated from the tibia. There is no loosening or breakage visible. The talus shows clear radiolcucence, although there are less cysts visible compared to the tibia, loosening can be assumed. There is no clear sign of migration." Based on the investigation the root cause can be attributed to the patient related issue. The failure was caused due to radiolucency and cysts around the tibial implant. Hence, loosening of the tibial component is confirmed from the hcp. While talus shows radiolucency and less cysts compared to tibia, but loosening of talar component cannot be confirmed. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.